Manufacturer narrative:
Additional information received reported that a one month follow up CT revealed that there was no proximal type I endoleak. A type ii endoleak was observed on the follow up CT and no further intervention is planned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that the main body and contralateral limb were deployed without issue. However, during the removal of the delivery system for the main device, it was hugging the left wall. The physician rotated the device as they brought it down but the top cap caught on the supra-renal stent and began pulling the stent graft down. The physician continued to try to remove the device without success. A balloon was inserted to assist in lifting the device off the wall. This allowed for successful removal of the delivery system. It was then observed that the stent graft had been pulled down about 5mm from where it had been placed. The final angiogram showed a type ia endoleak on the left side. A 36x36x49 cuff was placed which significantly decrease the flow; however, the endoleak remained. The physician opted to forgo endoanchors due to the significant amount of calcium in the proximal neck. The physician stated that the cause of the event was user error. No additional clinical sequelae were reported and the patient will be monitored by their physician.